Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion set fell off events between (B)(6) 2024. First event occurred on (B)(6) due to no adhesiveness. Second event occurred while taking a shower on (B)(6). Third event occurred due to ripping off on (B)(6). Three events occurred while sleeping on (B)(6). Two events occurred due to sweat on (B)(6). No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-01205 - device 4 of 8. E1: patient city: (B)(6). Patient country: united states.